Event description:
Procedures included: bilateral lumbar 3-4 medical facetectomy, foraminotomy, left sided complete facetectomy, discectomy, decompression of lumbar 3-4 nerve roots, reduction of spondylolisthesis and instability via a left lumbar 3-4 posterior lumbar interbody fusion using local autograft and laminar bonde. Bmp (bone morphogenetic protein) infuse and a peek (polyetheretherketor) interbody spacer 10 x 27 mm with bmp infuse followed by supplemental transpedicular fixation using legacy screws 6.5mm x 45 mm at l-3 and l-4 with 35 mm lordotic rods and lateral transverse fusion lumbar 3-4 using local laminar autograft bone, supplemental allograft bone, lateral transvere bmp and mastergraft graft extender using the minimally invasive lumbar retractor system. On follow up x-ray a sheared off locking nut was noted to be adhered to a muscle near lumbar 3-4. The physician and nurse involved felt that in making the removal of the bolts easy, it also made it easier to inadvertently drop one into the patient. They suggested that the MFR determine if there is a way to lock each bolt removed into place.